Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent escape and act buttons response due to corroded keypad traces. The insulin pump had normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a button error alarm. Caller reported that customer was laying on insulin pump while at the beach. Button error alarm could not be cleared due to keypad anomaly. Customer's blood glucose was 411 mg/dl. Customer declined troubleshooting. Customer was advised that insulin pump would need to be replaced.